Event description:
It was reported that a message appears on the screen: incorrect operation test.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and determined that the issue was caused by user error. There was nothing wrong with the device. Upon conclusion of the evaluation, it was determined that this was a operation test failure attributed to user error. Everything indicates that the problem is derived from a bad procedure when carrying out the manual check. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.